Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
1 clinical update (hcp, sdy) additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that there was a wound disruption of generator surgical site and that this was a causal relationship with the incisional site tract.

Event description:
They reported wound disruption. The patient was told to go back to the ER due to the wound reopening and visible infection. Blood work and a wound culture were done showing no infection. The patient was given acetaminophen and oxycodone and the sutures were removed and wound packed and dressed. It was possibly related to the incisional site/device/pocket. The issue was resolved without sequelae 31-jan-2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient presented in clinic for post-op appointment w c/o incision reopening and purulent drainage. Patient refused oral antibiotics and was advised to go to the ER. Surgical site infection was reported. The patient is currently admitted for treatment with IV antibiotics and possible device removal. The patient report drainage from incision and fever on (B)(6) 2025. Imaging (x-ray, MRI, CT scan, etc) was one and IV fluids and antibiotics. Normal saline maintenance fluids and vancomycin were given on (B)(6) 2025, and on (B)(6) 2025, the entire device was explanted and disposed of. The event resulted in an inpatient hospitalization and an emergency room visit. It was not related to the device or therapy and probably related to the implant procedure: incisional site/device tract/neurostimulator pocket site. Resolved without sequelae (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.